Manufacturer narrative:
An event of aortic insufficiency was reported. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally, despite a superficial cut on one leaflet. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported aortic insufficiency remains unknown.

Event description:
On (B)(6) 2018, a 23mm trifecta gt was selected for implant. The valve was implanted using cor-knot. After the aortotomy was closed, the physician observed moderate ai with echo. The aorta was reopened and the valve was inspected, but nothing was remarkable. The valve was exchanged for a 23mm magna ease valve. Per report, left ventricle function was depressed after the second pump run. The patient is noted to have poor quality aorta and needed inotropic support and iabp to separate from bypass. The patient was on vent and inotropes one week post-op. Per user, the procedure was significantly extended.